Manufacturer narrative:
Reported event: the doctor revised a right mako medial uni originally done on (B)(6) 2014 to a primary triathlon cementless total knee. The reason was for pain. Doctor noted the femoral implant was loose. Update 08/july/2020 wg: rep provided the primary operative report, pre-revision x-rays, and revision usage sheet and reported that no further information will be released by the hospital or surgeon. Product evaluation and results: not performed as no items were returned. Product history review: cannot be performed as the lot number is unknown. Complaint history review: cannot be performed as the lot number is unknown. Nc/ CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusions: the failure could not be determined as the product was not available for inspection and no clear information is provided about the robot. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Dr. Revised a right mako medial uni originally done on (B)(6) 2014 to a primary triathlon cementless total knee. The reason was for pain. Dr. Noted the femoral implant was loose. Update 08/july/2020 wg: rep provided the primary operative report, pre-revision x-rays, and revision usage sheet and reported that no further information will be released.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. Revised a right mako medial uni originally done on (B)(6) 2014 to a primary triathlon cementless total knee. The reason was for pain. Dr. Noted the femoral implant was loose. Update 08/july/2020 (B)(6): rep provided the primary operative report, pre-revision x-rays, and revision usage sheet and reported that no further information will be released.